Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, difficulty withdrawing the balloon was encountered. The lesion being treated was a 99% stenosed, severely calcified and tortuous left anterior descending (lad) artery. The physician attempted to deliver a cypher 3.0 mm x 8 mm stent, but it would not cross the lesion. The physician then predilated the lesion with a maverick 2.5 mm x 15 mm balloon and deployed the cypher 3.0 mm x 8 mm stent. Then a taxus express2 8.8% 3.5 mm x 16 mm stent was successfully deployed at 14 atms overlapping the proximal part of the cypher stent. The scrub tech abruptly went to negative instead of dialing back down and when they tried to remove the balloon it would not come out. The physician deep seated the guide, inflated the balloon to 2 atms and dialed back down, but the balloon remained stuck to the stent. The physician pulled back a little harder and the balloon did release. The physician noticed that the taxus moved proximally 4 mm, so an express2 3.0 mm x 8 mm stent was placed in the gap between the taxus and the cypher stents. The express2 was deployed at 18 atms and the center of the stent appeared to be "dog boned." The physician reinflated the balloon up to 22 atms for 90 seconds before the lesion yielded. The procedure was completed then and the pt suffered no injury or complication.